Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  reason for call was that caller reported that patient has been seeing the software problem [99] message (pt could not remember the other details inthe message; pt said they took a screen shot with there cell phone but did not have phone with them at the time of the call) since about 6-8 months ago (caller added that message was initially occurring once or twice a month but now more frequently. Caller stated that the message appears after they have been recharging implant and unplugs recharging paddle and before plugging in ac power supply to recharge controller. Pt clarified that after recharging ins they unplug rtm from controller, checks the battery levels and then locks the screen with the lock icon. Caller said when "they get ready to connect again" the software problem message comes up. Caller said the pt has gotten the error a few times and has had to reset the controller by taking the battery out and reinserting it in order to clear the message. Caller said the message has just came up again but they reset the controller to clear the message because they needed to use the controller during the meeting with the patient today. Rep also stated that they were just made aware of the issue today. Pss walked the rep and pt through trying to recreate error message by plugging in rtm and trying to start a recharging session. Rep verified rtm was able to connect with recharge excellent. Pss then had rep unplug rtm from controller but error did not appear. Rep inspected connector pins but did not detect any damage. Pt did say the recharger paddle has gotten hot when recharging ins. The issue was not resolved. An email was sent to the repair department to replace the controller and rtm.  Pt said the received the replacement controller and rtm, but their was no battery in the replacement controller. Patient services specialist (pss) informed the pt they would need to insert the battery pack from the old controller into the replacement controller. Pt said they would put the battery pack into the replacement controller and charge their controller then their implanted neurostimulator (ins). Pt said they would call back for further assistance if necessary. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4), h3: analysis of the 97755 intellis recharger s/n (B)(6), revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.